Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected on bus and required maintenance. A field service engineer (fse) found that the drawers 3.1 and 3.2 not being detected on the bus at the main station. The back wall was inspected while the station was still powered on with the back panel removed, and no light emission diode (led) were observed on drawer 3 half height. The station was then shut down, and each sub-drawer was fully tested with a multimeter; sub-drawer one measured 0.6 ohms, indicating a faulty drawer controller. The drawer controller and the module controller were replaced, as the module controller also showed no leds. After powering the station back on, the firmware was updated, the drawer was configured in the application, diagnostics acceptance testing was performed, and the customer was allowed to log in and verify that the drawer was detected again. All functions were confirmed to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 required maintenance and was listed as main not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.